Event description:
From medwatch report: tip of expandable sleeve fractured; fell off into the pt's abdomen. Retrieved after lucky visualization. Dr was a regular user. No difficulty inserting, or obvious technique breaks. Piece retrieved, and area visually inspected no other pieces noted.